Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of feeling 'muscle contractions' and 'heart fluttering,' which especially occured when the patient was bent over on the side. The lead was reprogrammed twice, and was eventually repositioned. The patient's symptoms appear to have resolved following the repositioning. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.